Event description:
It was reported that during a hysterectomy a harmonic scalpel was used and there was issues with excessive bleeding due to the scalpel not cauterizing the vessels. When the device was wiped clean, it was noticed that the teflon pad on the scalpel was split. Due to the excessive bleeding throughout the case, the patient's fallopian tube and one ovary had to be removed.

Manufacturer narrative:
The ultrasonic scalpel was not returned to ascent healthcare solutions for evaluation. Pictures of the device were provided for evaluation. A review of the lot control sheet for the reported device serial number indicated that the instrument passed all applicable tests and inspections prior to release.it is unknown at what generator setting and power level the scalpel was activated. The ascent healthcare solutions' instructions for use states:"use a higher power level for greater tissue cutting speed and a lower power level for greater coagulation. The amount of energy delivered to the tissue pad and resultant tissue effects are a function of numerous factors including power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique."the device pictures showed an accumulation of biological material within the instrument's jaw and between the blade and shaft assembly. Additionally, the blade was coated with charred biological material and the teflon pad was split down the center, and partially detached from the arm. This evidence indicates that the device was not cleaned, and that the device was activated without tissue between the jaws of the device. The ascent healthcare solutions' instructions for use states:"take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument.""blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft""clean blade, arm, and distal end of shaft throughout procedure to achieve optimal performance by activating the device in saline."